Manufacturer narrative:
Concomitant medical products: 693565 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead had historically low p-wave measurements and was potentially undersensing. The lead remains in use. No patient complications have been reported as a result of this event.